Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/30/2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the sensor insertion site. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as a rash. Patient saw a dermatologist on (B)(6) 2016 who recommended hydrocortisone cream. Affected area was treated with over-the-counter hydrocortisone cream. At the time of contact, patient is doing well. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.